Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18086535 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after opening the sterile packaging for an 8mm x 30mm 135cm precise pro rx self-expanding stent (ses) delivery system, the stent was found fully deployed within the sterile packaging. As a result, the device was not used, and a non-cordis stent was used for the procedure. There was no reported injury to the patient. This was during a procedure to treat stenosis of the carotid artery. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d8, d9, g3, g4, g6, h1, h2, h3, h6, and h10 . Complaint conclusion: after opening the sterile packaging for an 8mm x 30mm 135cm precise pro rx self-expanding stent (ses) delivery system, the stent was found fully deployed within the sterile packaging. As a result, the device was not used, and a non-cordis stent was used for the procedure. There was no reported injury to the patient. This was during a procedure to treat stenosis of the carotid artery. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was returned for analysis. A non-sterile unit of precise pro rx 8x30mm ses was received for analysis coiled inside of a clear plastic bag. Per visual analysis the device is fully deployed. The stent was retuned properly expanded and no presenting any damages or anomalies. The hemostasis valve was returned open. No anomalies were observed. Per dimensional analysis the device was within specifications. Functional analysis was not performed as the unit was returned fully deployed. However, the mechanism was inspected simulating the deployment process and no anomalies were observed. A product history record (phr) review of lot 18086535 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis as the unit was returned fully deployed and the dimensional analysis was found within specification. Based on the limited information available for review, it is unknown what factors may have contributed to the event. According to the instructions for use, which are not intended as a mitigation of risk, ¿preparation of stent delivery system caution: the stent delivery system is shipped with the tuohy borst valve open. Be careful not to prematurely deploy the stent during preparation. Prep the device in the tray per instructions below. Close the tuohy borst valve prior to removing the device from the tray. A. Open the outer box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See warnings section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. While in the tray, attach a stopcock to the y connection on the tuohy borst valve. E. Attach a 5-cc syringe filled with heparinized saline to the open stopcock and apply positive pressure until saline weeps from the proximal end of the tuohy borst valve. Lock the tuohy borst valve. F. Close the stopcock attached to the tuohy borst y connection. G. Extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If a gap between the catheter tip and outer sheath tip exists, open the tuohy borst valve and gently pull the inner shaft in a proximal direction until the gap is closed. Lock the tuohy borst valve after the adjustment by rotating the proximal valve end in a clockwise direction.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after opening the sterile packaging for an 8mm x 30mm 135cm precise pro rx self-expanding stent (ses) delivery system, the stent was found fully deployed within the sterile packaging. As a result, the device was not used, and a non-cordis stent was used for the procedure. There was no reported injury to the patient. This was during a procedure to treat stenosis of the carotid artery. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device has now been returned.

Event description:
As reported, after opening the sterile packaging for an 8mm x 30mm 135cm precise pro rx self-expanding stent (ses) delivery system, the stent was found fully deployed within the sterile packaging. As a result, the device was not used, and a non-cordis stent was used for the procedure. There was no reported injury to the patient. This was during a procedure to treat stenosis of the carotid artery. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The device was not returned as expected.

Manufacturer narrative:
Complaint conclusion: after opening the sterile packaging for an 8mm x 30mm 135cm precise pro rx self-expanding stent (ses) delivery system, the stent was found fully deployed within the sterile packaging. As a result, the device was not used, and a non-cordis stent was used for the procedure. There was no reported injury to the patient. This was during a procedure to treat stenosis of the carotid artery. The device was stored and handled per the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was not returned for analysis. However, three pictures were provided for review. The picture number 1 shows a stent component expanded inside a plastic bag. The picture number 2 shows the catheter coiled. As part of the third picture, it can be observed the outer box with the label with chinese information placed on the box. The following information can be read: catalogue# pc0830xce; lot number# 18086535; use by date 24/01/31. A product history record (phr) review of lot 18086535 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system- deployment difficulty - premature/during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Shipping or handling factors may have contributed to the reported event. The root cause of the event experienced by the customer could not be conclusively determined during the analysis of the pictures. According to the instructions for use, which are not intended as a mitigation of risk ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.